Event description:
During a laparoscopic cholecystectomy, the internal pliable plastic piece of the trocar separated from the threaded port and was inadvertently pushed down into the patient's abdomen. The problem was immediately recognized and the broken piece was retrieved without harm to the patient.